Event description:
It was reported that the reservoir experienced an air bubbles anomaly. The caller stated that, during the fill reservoir process, air bubbles formed in the reservoir that could not be expelled. The caller stated that even when the reservoir was filled without any air bubbles, air bubbles would form eventually after some time. The caller did not know the blood glucose reading and no further details were given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.